Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the patient connected to the ins using the patient programmer and the settings on the ins were "full blast." The patient did not expect the settings to be up so high.